Manufacturer narrative:
Implant date is an estimated date. UDI is unknown as the part/lot numbers were not provided. The device was not returned for analysis. The lot history record review and lot specific similar complaint review were not performed because information from the initial procedure is unavailable, and no device/lot information was provided. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda, recurrent mitral regurgitation, and prolonged hospitalization. It was reported that the initial mitraclip procedure in (B)(6) 2016 was to treat degenerative mitral regurgitation (mr). It was noted atrial fibrillation and end stage renal failure. Two clips were implanted, reducing mr. Then on (B)(6) 2021, the patient was admitted to undergo new treatment for tricuspid regurgitation (tr) and was extremely ill due to pre-existing conditions. During the evaluation for tr treatment, it was discovered that one of the previously implanted clips became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment (slda), increasing mr to 4. The other clip remained stable on both leaflets. A decision was made to implant an additional clip to stabilize the slda, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.